Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balloons (nc trek 2.0 x 6 mm and nc trek 2.25 x 6 mm) did not cross the lesion in the distal left anterior descending artery (lad). The patient was treated satisfactorily with a 1.5 x 8 non-abbott balloon. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis noted that the nc trek 2.0 x 6 mm was returned with a bmw universal ii guide wire frozen in the lumen. The polymer coating on the bmw universal ii guide wire was torn near the distal edge of the coating, indicating that the nc trek balloon encountered resistance with the guide wire during removal.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation noted that the nc trek 2.0 x 6 mm was returned with a bmw universal ii guide wire frozen in the lumen and the polymer coating on the bmw universal ii guide wire was torn near the distal edge of the coating, indicating that the nc trek balloon encountered resistance during removal on the bmw guide wire. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Overall, there is no indication of a product quality deficiency.